Event description:
A (B)(6) employee, while delivering a box of cell-dyn emerald cleaner to a customer, got cleaner on his hand which had a crack in it. The crack in the employee's hand started burning and turning white/pink. There was no medical intervention or adverse impact to the employee reported. Abbott e-mailed the msds to (B)(6) upon their request. There was no additional information provided on the employee. It was noted that the outside of the box, containing the cleaner, was wet.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, and a review of labeling. United parcel service of america (ups) reported that one of their employee's hand, which had a "crack", started burning and turning pink/white when delivering a box of cell-dyn emerald diluent. A review of the data (pictures) sent showed that the product was damaged by leaking. A review of product labeling and the material safety data sheet (msds) was performed. Sufficient information is provided in product labeling. The cell-dyn emerald diluent product label is displayed on the shipping box and states: warning: not for irrigation, infusion or ingestion. Avoid contact with skin. A review of historical data did not identify a similar issue. Based on the investigation, no product deficiency was identified for the cell-dyn emerald diluent.

Manufacturer narrative:
After further evaluation the suspect medical device changed from cell dyn emerald cleaner reagent, list number 09h46-02 in section d of this report to cell dyn emerald diluent reagent, list number 09h48-02. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.